Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was noted on motor assembly. Unable to perform functional test due to blank display. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid/moisture as pump was put into a washing machine. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.